Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet bionic pancreas after a recent set change, with blood glucose reaching 375 mg/dl and trending upward until troubleshooting steps were taken, including disconnecting and priming to confirm flow, inspecting the cartridge for leaks, removing and replacing the teflon infusion set, and performing a cannula fill. Symptoms included hyperglycemia. Outcomes included continued device use with blood glucose reduction to 231 mg/dl after site replacement and education on expected time to effect. Investigation included user-guided troubleshooting and product use education. Investigation of this case revealed no visible device damage, no occlusion observed at inspection, and no leak identified, with resolution after infusion site replacement, consistent with a potential infusion site delivery issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.